Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen would not calibrate. This is due to a broken touchscreen assembly. The device has been identified as part of a product recall. This report represents all info known by the reporter upon query by hospira personnel.